Event description:
Per the clinic, the patient experienced persistent discolored ear drainage with smell for approximately two weeks and subsequently was treated with antibiotics (specific type, date and duration not reported). It was also reported that the patient experienced no sound perception with the device for approximately six weeks and reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.